Event description:
It was reported that the patient presented remotely via merlin.net transmission. Noise was noted on the device on stored auto mode switch episodes. The device was successfully reprogrammed. The patient was stable throughout the event.